Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider and consumer via a manufacturer representative regarding a patient who was receiving 20 mg/ml morphine at 6.303 mg/day via an implantable pump for post laminectomy pain and spinal pain. It was reported the patient experienced severe nausea and vomiting each and every month on the (B)(6) for almost a year. The patient's back spasms increased due to vomiting, which caused more pain. The health care provider felt the pump may be the cause of the monthly scheduled nausea , vomiting, and pain. The pump was "erratic." The patient had a MRI on (B)(6) 2016 where the pump stalled at 12:38 and recovered at 14:07. The pump was checked at the clinic on (B)(6) 2016. No issues or related alarms were on the printout. There were no volume discrepancies at refills. The patient's symptoms did not coincide with the patient's refill intervals. The patient got the pump refilled about every 6 weeks. The last few refills occurred on (B)(6) 2016, (B)(6) 2015. The patient was scheduled for another refill in (B)(6). The patient was given an antiemetic for the nausea and vomiting. The patient's personal therapy manager had been disabled in the fall and the patient was taking oral medication instead. It was noted that the patient runs out of his oral pain medication early every month like clockwork. There were no plans on doing a dye study at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.